Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that the device was explanted on (B)(6) 2017. No further complications were reported as a result of this event.

Manufacturer narrative:
Event date is approximate.

Event description:
Information was received from a healthcare professional via a manufacturing representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had an infection at their incision site. The patient was given antibiotics and surgical intervention was planned for (B)(6) 2017. No further complications were reported as a result of this event.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 977a260 lot# serial# (B)(4) implanted: 2017 (B)(6) explanted: 2017 (B)(6) product type lead product ID 977a260 lot# serial# (B)(4) implanted: 2017 (B)(6) explanted: 2017 (B)(6) product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep). It was reported the system was explanted on 2017 (B)(6) due to infection. The issue was reported as being resolved. No further complications were reported.